Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a lad dissection. During prep and when removed from its packaging, it was noted that the device had exceeded its expiry date by 3 days. The physician used the device due to the serious status of the procedure. Patient was not put on antibiotics as a result of the device being used post expiry date. No patient injury reported.